Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon was using the all poly gauge for the tibia, the silver gouge piece broke off into one piece. The piece was retrieved from the patient, but was thrown out.